Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) provided a review of the stored episodes and noted the therapy converted the arrhythmia. This ICD remains in service. No adverse patient effects were reported.